Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer¿s report #3004209178-2017-10035 for the patient¿s other device issue.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms (¿in full force¿) and they were even greater than they had before. They had urinated 36 times in the past 36 hours, leaked 17 times, and had used 4 pads in the same time frame. The ins was on per the programmer. The patient had tried 3 programs and both increased and decreased the therapy. The patient noted that they had a CT scan about a week ago and forgot that the healthcare professional (hcp) told them to turn it off for the procedure. They had noticed the return of the symptoms since the CT scan. The hcp did instruct the patient to keep a voiding diary. It was reviewed with the patient that they had one more program to try and that they hcp could install another set of 4 programs if needed. The patient was directed to follow up with the hcp for the issue. There were no further complications reported or anticipated.